Event description:
(B)(4). Initial information for this spontaneous case was reported by a physician to a company sales representative on 20-jan-2008: this is the second of four cases reported by the same physician, see cases (B)(4). This case concerns a female patient (age unspecified) who received treatment with poly-l-lactic acid (sculptra) reconstituted with saline water (therapy date, indication and dosage not provided). The patient experienced nodules under both eyes. The outcome of the event is unknown. No concomitant medications or other relevant medical history was reported. No further medical information was provided.